Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported when using the pen ndl 32g 4mm hp 100 box 1200 ca, the device experienced insufficient cannula length on patient end. The following information was provided by the initial reporter. The customer stated: consumer stated that the nano pro pen needles leaves bubbles under skin after injection. She stated that she was using original nano needles and they were fine until she switched to the nano pro. Consumer also reported elevated glucose since using nano pro pen needles. Consumer does not reuse needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pen ndl 32g 4mm hp 100 box 1200 ca, the device experienced insufficient cannula length on patient end. The following information was provided by the initial reporter. The customer stated: consumer stated that the nano pro pen needles leaves bubbles under skin after injection. She stated that she was using original nano needles and they were fine until she switched to the nano pro. Consumer also reported elevated glucose since using nano pro pen needles. Consumer does not reuse needles.